Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay user/pt contacted lifescan alleging that the one touch ultralink meter displayed the "error 1" message. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The pt said the issue started on (B)(6) at 11:50 am. The pt said that she felt dizzy, tired and unwell sometime before the issue started. She said she took glucose tablets or glucose gel as treatment. The pt said she takes oral medications for her diabetes, takes insulin if her blood sugar is high, and eats if it is low. The pt monitored that she was also pregnant and the symptoms may be caused by her pregnancy. According to the troubleshooting performed with customer service, it was not first time the product was being used. This complaint is being reported because the issue was not resolved with troubleshooting. The product did not cause or contribute to a serious injury because the pt's symptoms started before the reported issue first occurred. There was no indication that the pt's symptoms deteriorated. Replacement products were sent to the pt.